Event description:
Information was received from a health care professional via a manufacturers representative (rep) regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. A motor stall was seen at initial interrogation and the patient did not recently have a magnetic resonance imaging (MRI) . The pump status indicated that the motor stall occurred and was active. The nurse practitioner called the rep with patient in office, the nurse practitioner heard the alarm in office, the hcp did not pull logs to see when the pump started alarming but interrogated the pump multiple times and a stall message was seen. At the time of this report, the rep was not with the hcp, troubleshooting could not be done due to lack of access to product. No symptoms were reported. No further complications were reported.